Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported leaking dilator valve was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak of the steerable guide catheter (sgc) during preparation. It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr), a dilated left atrium, and a restricted posterior leaflet. During device preparation of a steerable guide catheter (sgc), a leak was observed in the rotating hemostatic valve (rhv) of the dilator. The device never entered the anatomy and was discarded. A replacement sgc was used to complete the procedure. No additional information was provided.